Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked belt clip slot and broken battery tube threads. (B)(4).

Event description:
The customer reported that her insulin pump was not working after she dropped it and a chunk of plastic broke off the battery compartment. The customer stated, the battery cap would not tighten and the battery went dead because, it was no longer making contact. The customer's blood glucose was 92 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.